Manufacturer narrative:
After further evaluation, it was determined that the device was blocked. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter's full name, complete address and phone number were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device seized, jammed and moved heavy. It was also observed that the device failed the check for free movement pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the air reamer device was powerless before use on patient it was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.